Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed test. Found 1 of 3 sensors broken with missing parts.

Event description:
The customer reported via phone call that they received calibration error alarms, change sensor alarm and bad sensor alarm. The customer's blood glucose was 162 mg/dl at the time of incident. The customer stated that they found that the cannula was bent. The sensor was returned for analysis.